Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with strip insertion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Same case as MFR#: 2134265-2010-03649, 2134265-2010-03708, 2134265-2010-03707, 2134265-2010-03706. It was reported that during placement of an abscess drainage catheter for a liver abscess, a perforation occurred. An f/g 0.018 platinum nitinol guide wire was being used. The physician stated he loaded the guide wire with the proximal end first due to how the guide wire is loaded in the packaging hoop the tip of the guide wire caused a perforation of the liver hilus. The physician then pulled four additional platinum nitinol guide wires and confirmed they were packaged the same. These guide wires were not used. The procedure was completed and the patient was hospitalized and reported as stable.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/30/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.